Manufacturer narrative:
The solitaire fr device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Kinariwala jp, rajah gb, luqman aw. Retained solitaire fr device after mechanical thrombectomy: case review and management strategies. Brain circ 2018;4:185-7. Medtronic literature review found a report of solitaire separation during a procedure. The patient presented to the emergency room for sudden onset of the left hemiplegia and initial nihss of 22. CT angiogram revealed total occlusion in m1 segment of the right middle cerebral artery (mca) and partially occlusive thrombus in a1 segment of right anterior cerebral artery. CT perfusion showed a penumbra in mca territory. The patient was taken to the angiography suite for emergency thrombectomy. During the procedure, a microcatheter over a microwire was navigated through the thrombus into the inferior m2 branch of the right mca. There was reportedly severe intracranial atherosclerotic disease and extremely tortuous anatomy. A 4x40mm solitaire fr was loaded; one pass was made. On retrieval of the solitaire fr, red thrombus was visible on the device. Follow-up angiography showed thrombolysis in cerebral infarction 2a recanalization. Due to slow flow and distal m1 narrowing, a second pass was made using the same solitaire fr device. The device was placed more distally this time. The article states that while attempting retrieval of the solitaire, resistance was completely lost as was any tension within the microcatheter. The pusher wire was removed, which was detached just proximal to the proximal marker. The detached solitaire device was attempted to be retrieved using gooseneck snares; these attempts were unsuccessful. The stent was reportedly firmly adhered to the intima of the vessel. The decision was made to treat with aspirin and clopidogrel, and catheters were removed. The stent was left in situ spanning from ica terminus to m1 segment of right mca. The final angiographic images confirmed patency of right mca and ica with delayed but persistent flow. Nihss after 24 h was 15. The post-procedure CT angiography head showed minimal patency of m1 segment. The patient reportedly died of medical complications 7 days later.